Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The facility in (B)(6) reported during a cataract procedure, the surgeon noted that a white particle flew out of the phaco tip and into the patient'' eye. The surgeon removed the foreign body from the eye and it was sent to pathology to determine if it was the patient's own organic matter or a foreign body. The pathology reported the particulate was a foreign body. There was no injury to the patient.

Manufacturer narrative:
Evaluation completed. One collection cassette and tubing was returned in a plastic bag. The original packaging was not returned. The part number and lot number of the collection cassette cannot be determined. The assembly is dirty with a fluid in the tubing and a small amount in the collection cassette. The fluid was removed from the cassette and tubing and poured onto a 0.45 micron filter. The fluid was then vacuumed off through the filter in an attempt to trap any possible particles. The filter was examined using a microscope. Two particles were found. One small blue fiber like particle and one very small dark colored particle that cannot be seen with the unaided eye. The particle is too small for analysis. Due to evidence of use, the source and origin of the particle cannot be determined.